Event description:
It was reported that an 8f angio-seal evolution was selected for use. A 7f procedural sheath was used during the procedure and a predeployment angiogram was performed. The angio-seal was deployed and hemostasis was achieved. The patient ambulated four hours later. A few hours later (exact time unknown), the patient developed a hematoma at the level of the puncture site. Manual compression was applied. A doppler ultrasound then revealed a pseudoaneurysm. The patient was then referred to a vascular surgeon. The patient's hemoglobin dropped and the patient needed a blood transfusion. Eight days after the angio-seal was deployed, the patient went to surgery. The patient is now reported to be fine.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.